Event description:
Persistant grid pattern (pixel marks) two years after pearl fractional treatment.

Manufacturer narrative:
Cutera has requested add'l info from the user facility and the consumer. There have been no requests for service on the handpiece.